Event description:
A ventilator was returned to the manufacturer for service due to a "ventilation service required" alarm that occurred. There was no allegation of patient harm or injury. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the customer's complaint was confirmed. The device's oxygen blending module board will need to be replaced to address the issue. Currently, the replacement oxygen blender boards are out of stock, the scheduled repair completion date has not been determined.